Event description:
The pt reportedly experiencing pain underneath the coil of the device. Surgery performed to address the issue revealed separated silastic coil cover but no problems with the magnet. The doctor was informed that this issue won't affect patient's performance, however it might affect magnet retention.